Manufacturer narrative:
The complaint was investigated and evaluated aided by the information provided. The broken device was not returned for evaluation; therefore, a device evaluation was unable to be completed. Patient radiographs confirmed the complaint event of a broken screw and supplemental fixation. A DHR review for lot-specific defects was not able to be conducted as no lot information is available. A historical data analysis returned no trends or capas associated with this event type. While the patient was non-compliant with post-operative instructions, the root cause of the event cannot be determined with the available information.

Event description:
The following event was provided from the retrospective arm of a clinical study: failed fusion and broken hardware. The subject had an adverse event at 3 months post operative where the subject did not fuse and was showing signs of (1) screw breakage and a broken staple (supplemental fixation breakage, non-study device). The event was severe, serious, had a definite relationship to the subject device, hospitalization was required, but the patient recovered without sequelae. It was noted on the post operative follow-up form that the subject as not compliant with post operative instructions and was being over-active. The subject underwent revision surgery on (B)(6) 2024 (10 months post operative) where all 4 screws were removed. The subject seems to be doing fine as they did not return back to the clinic after (B)(6) 2024 for any more follow-ups.